Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she received an adc blood glucose meter in (B)(6) 2016 that had been tampered with and was missing components. As a result, the customer said she has been unable to test since (B)(6) 2016. The customer reported that on (B)(6) 2017 at 10:30 am, she felt she was about to ¿throw up¿, and called an ambulance. The emt¿s checked the customer¿s blood glucose with a result of 204 mg/dl, advised the customer she was dehydrated and transported her to a hospital. At the hospital the customer¿s blood sugar was measured at 204 mg/dl and she was diagnosed with hyperglycemia. The customer was treated with an insulin injection, intravenous fluids for dehydration, and pain medication for neuropathy. Additional blood glucose readings of 199 mg/dl, 198 mg/dl, and 122 mg/dl were obtained. When the customer¿s blood glucose reached 122 mg/dl, she was reportedly told ¿she cannot go that low¿, and advised to eat a sandwich and drink orange juice. She was discharged at 3:00 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Patients date of birth) was incorrectly documented in the initial MDR 30 day report.

Event description:
A customer reported she received an adc blood glucose meter in (B)(6) 2016 that had been tampered with and was missing components. As a result, the customer said she has been unable to test since (B)(6) 2016. The customer reported that on (B)(6) 2017 at 10:30 am she felt she was about to ¿throw up¿, and called an ambulance. The emt¿s checked the customer¿s blood glucose with a result of 204 mg/dl, advised the customer she was dehydrated and transported her to a hospital. At the hospital the customer¿s blood sugar was measured at 204 mg/dl and she was diagnosed with hyperglycemia. The customer was treated with an insulin injection, intravenous fluids for dehydration, and pain medication for neuropathy. Additional blood glucose readings of 199 mg/dl, 198 mg/dl, and 122 mg/dl were obtained. When the customer¿s blood glucose reached 122 mg/dl, she was reportedly told ¿she cannot go that low¿, and advised to eat a sandwich and drink orange juice. She was discharged at 3:00 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported she received an adc blood glucose meter in (B)(6) 2016 that had been tampered with and was missing components. As a result, the customer said she has been unable to test since (B)(6) 2016. The customer reported that on (B)(6) 2017 at 9:00 am she felt lightheaded and called an ambulance. The emt¿s checked the customer¿s blood glucose with a result of 234 mg/dl, and transported the customer to a hospital. At the hospital the customer¿s her blood sugar was measured at 234 mg/dl. She was diagnosed with hyperglycemia and treated with an insulin injection. The customer was discharged at 12 pm, and advised to contact her personal physician to obtain a glucose meter. There was no report of death or permanent injury associated with this event.